Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic during follow-up. Upon interrogation, the pulse generator was in backup vvi mode. A device download was performed successfully. The patient had severe dementia and that it was unknown if the patient experienced any symptoms; however, the patient was stable after the intervention.